Manufacturer narrative:
Gloves are manufactured by (B)(4). Pending possible additional information from initial reported (B)(6).

Event description:
As reported by (B)(6) was asked by a doctor to use her fingers as a clamp on the femoral artery. She was told to use alimed radiation attenuation gloves. (B)(6) called and asked if it was safe to have her hands within 2 inches of the transmitter. Apparently (B)(6) burned the tip(s) of her fingers. Alimed's response was that the gloves are designed to reduce scatter radiation - not direct beam.